Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿swollen internal mammary lymph nodes in breast cancer patients after breast reconstruction using silicone implants¿.

Event description:
Physician reported ¿swollen internal mammary lymph nodes in breast cancer patients after breast reconstruction using silicone implants¿ for an unknown side. The device has been explanted.